Event description:
An ortho clinical diagnostics quality analyst observed unexpected in-house quality control test results which had breached the potential health and safety criteria. Control: run: result (miu/l): expected (miu/l): ces5, 1, 2.18, 1.44, ces5. 2, 1.90, 1.44. No patient samples were tested. There were no allegations of patient harm made as a result of the events. (B)(4).

Manufacturer narrative:
The investigation has determined that routine internal stability trial data for vitros tsh yielded unexpected quality control test results which had breached the potential health and safety criteria and which had fallen outside acceptance limits. Root cause for the unexpected results could not be determined; however, the higher than expected results appear to be related to higher than expected test signals, the cause of which is unknown. The performance of the vitros eci system used to produce the results in question was not reviewed, therefore; an instrument issue cannot be ruled out as a contributing factor.